Event description:
On (B)(6) 2022, ten days after the new implant, it was confirmed vp of around 200 bpm was in the holter during hospitalization. Considering the time zone, acc seemed to be the cause, thus acc was turned off.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were analyzed thoroughly. The analysis revealed that the pacemaker was programmed in ddi mode with 60 bpm. An atrial threshold test was started on (B)(6) 2022 at 00:34 which is consistent with the available ECG. The atrial threshold test was aborted as a result of a high atrial rate, which is as expected. In general, before starting the atrial threshold test, a verification of the heart rate is implemented. Therefore, the pacemaker is forced to switch into ddd mode for four cycles regardless the device is permanently programmed to ddi mode. During the temporary switch from ddi to ddd, the av delay is set to 50 ms. As a result, after the detection of an atrial sensed event, a pace will be delivered after 50 ms. The resulting possible maximum rate vs-vp is based on the programmed upper tracking rate which was in this case 200 bpm. However, such high rate may temporarily occur if the intrinsic heart rate is already high. Based on all data available for analysis, no device malfunction was noted during data inspection. Should further relevant information become available this investigation will be updated.